Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) was explanted approximately four months after it was implanted due to infection. Enterococcus bacteremia was identified. No further patient complications have been reported as a result of this event.